Event description:
The customer reported that the third button was not working properly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the third button was not working properly. There was no reported pt involvement. The device was evaluated by philips. The symptom was clarified as the device not delivering a shock when the button was pressed. The symptoms could not be reproduced. Based on the customer's report we are considering this a malfunction but we cannot determine the cause because the symptom could not be reproduced.